Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm replaced the expired safety disk. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
During a previously schedule service call, the stm noted the safety disk was expired. There was no patient involvement, and no adverse event reported.